Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this physician contacted boston scientific's technical services (ts) on (B)(6) 2016. The patient had been transferred from a skilled nursing facility to the hospital. The physician requested a check of this patient's pocket site. The physician reported that the patient's lead had eroded through the skin. There was one small bend at the superior part of the pocket. The family could not provide information on when the erosion occurred. The patient's medical condition was significant for a recent post-valve replacement and tracheostomy. There are multiple positive bacterial growths on cultures. The course of action is unknown at this time as the patient is unstable for invasive procedures. The patient was presented on for an explant procedure on (B)(6) 2016. The chronic device was removed and the lead was partially removed. The remaining portion of the lead was surgically capped. The patient is not pacemaker dependent so removal of the device did not cause any additional adverse effects. Boston scientific received information from the local representative that the patient died due to sepsis. The likely source of the patient's sepsis was due to the tracheostomy. The date of the patient's death was unknown.